Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted in the pylorus to treat a malignant gastric outlet obstruction during a stent placement procedure performed on an unknown date. On (B)(6) 2024, an esophagogastroduodenoscopy (egd) procedure was performed for evaluation and removal of the stent after resolution of the gastric outlet obstruction. During the procedure, when the stent was removed using rat-tooth forceps, the stent broke off causing difficulty in pulling the stent through the esophagus. Subsequently, the stent was pushed down into the stomach and grabbed from a different angle with a snare. The stent was eventually removed, and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted to treat a malignant gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to treat a malignant gastric outlet obstruction.